Event description:
The peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were diagnosed with peritonitis. The patient reported being on in-center hemodialysis at the time instead of pd. Attempts to obtain additional information were unsuccessful. No additional information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with physical damage noted. The heater tray appeared discolored. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were diagnosed with peritonitis. The patient reported being on in-center hemodialysis at the time instead of pd. Attempts to obtain additional information were unsuccessful. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency, or defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. It is unknown why the patient required a transition to in-center hemodialysis. No information was provided whether the pd catheter required to be pulled. Based on the limited information and no allegation of a malfunction, deficiency or defect the cycler can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were diagnosed with peritonitis. The patient reported being on in-center hemodialysis at the time instead of pd. Attempts to obtain additional information were unsuccessful. No additional information was provided.